Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient desires have her system explanted as her implantable neurostimulator (ins) is causing her pain.

Event description:
Additional information received indicated the patient 's system was explanted.